Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse had blood exposure to his/her right eye after activating the safety mechanism of a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. There was no reported medical interventions provided.

Manufacturer narrative:
Results: one customer sample was received in an open package with the IV needle and protector retracted inside the housing. The sample was not previously used as there was no evidence of blood. Further visual inspection of the sample with 10x magnification found no defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6323813. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.